Manufacturer narrative:
The reporter's test strips were provided for investigation where they were tested using a retention meter and controls. Testing results (qc range = 2.5 - 3.7 inr): qc 1: 3.1 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Relevant retention test strips (lot 397393) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Occupation was lay user/patient.

Event description:
The initial reporter received questionable results from coaguchek xs meter serial number (B)(4). At 10:33 am, the meter result was >8.0 inr. At 10:50 am, the customer tested again using a new finger and the result was >8.0 inr. Her physician advised her to withhold her warfarin dose based on the meter result. Within four hours, the customer was tested in the laboratory using siemens innovin reagent and the result was 6.2 inr. The customer states her bilirubin is higher than normal but could not provide levels. The therapeutic range was 2.5-3.5 inr.